Event description:
Physician was performing thoracentesis, upon removal of the catheter, the physician noticed it was cracked and over an inch of the catheter was missing. An x-ray was performed and confirmed the tip was lodged inside the pt. It was decided not to retrieve the foreign body at that time. The pt expired the next day. Two physicians reviewed the case, and they determined this incident did not contribute to the pt's death.